Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was revised and replaced for an unspecified reason on (B)(6) 2025. No further information was reported.